Event description:
The customer reported to baxter that the upper y-site of the clearlink continu-flo solution set will not allow flow. The condition seems to occur when used with an ICU secondary medication set. They use the flogard pump but the situation is not specific to one pump, therefore the serial number is unknown. The upper y-site was accessed more than once, the unknown solution bag was squeezed, and it still did not flow. The lower y-site was then accessed and it flowed as normal. The infusion was completed. This has been an ongoing issue. There has not been any patient injury or medical intervention due to the condition. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported condition of failure code 812:05 was confirmed in the event history but could not be duplicated. The assignable cause was not determined. No action needs to be taken for the reported condition. (B)(4).

Event description:
The facility reported a colleague pump with failure code 812:05. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.